Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), genital haemorrhage ("abnormal bleeding"), cholecystectomy ("gall bladder removed") and the first episode of uterine prolapse ("prolapsed uterus") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia, constipation, headache, depression and cervical polyp. Concurrent conditions included uterine prolapse, chronic cervicitis, endometriosis, intramural leiomyoma of uterus and benign polyp of uterus. On (B)(6) 2012, the patient had essure inserted. In march 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and rash ("skin rash"). In april 2012, the patient experienced dyspareunia ("painful intercourse / dyspareunia"). In 2016, the patient experienced the first episode of uterine prolapse (seriousness criterion medically significant) and bladder prolapse ("prolapsed bladder"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), cholecystectomy (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea"), vaginal haemorrhage ("heavy vaginal bleeding"), weight decreased ("weight loss"), weight increased ("weight gain"), the second episode of uterine prolapse ("prolapsed uterus"), bladder disorder ("other injury/complication (bladder)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (underwent a procedure to remove the essure device. Hysterectomy (full), salpingectomy (bilateral)) and surgery (vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia and rash had resolved, the genital haemorrhage, cholecystectomy, abdominal pain, dysmenorrhoea, weight decreased, weight increased, the last episode of uterine prolapse, bladder disorder and bladder prolapse outcome was unknown and the vaginal haemorrhage and menorrhagia had not resolved. The reporter considered abdominal pain, bladder disorder, bladder prolapse, cholecystectomy, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, rash, vaginal haemorrhage, weight decreased, weight increased, the first episode of uterine prolapse and the second episode of uterine prolapse to be related to essure. The reporter commented: she appropriately sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on (B)(6) 2012: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding, surgery (gall bladder removed), weight gain/loss, prolapsed uterus and bladder, skin rash, menorrhagia. Outcome of event rash, dyspareunia and pelvic pain was added incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), dysmenorrhoea ("painful menstrual cycles") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (underwent a procedure to remove the essure device.). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she appropriately sought treatment for her symptoms. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.